Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Study no: (B)(6). Subject ID: (B)(6). Clinical adverse event received for increased lumbar radicular pain. Device and procedure (relatedness). Device related: not related. Procedure related: possible. Date of event: 23 jan 2024. Date of implant: (B)(6) 2022. Date of revision: no intervention provided. Device location: l3-l4: yes and l4-l5: yes. Treatment/impact: injected medication: yes. Specify: epidural steroid injections to l1-2. Oral/topical medication: yes. Specify: cyclobenzaprine and gabapentin. Depuy synthes products used: on levels treated: l3-l4. Catalog number: tui31032. Lot number: e21la0232. Component type: cage. Description: tlif-c ui 10mm 12deg 32/12. Catalog number: no information provided. Lot number: no information provided. Component type: graft/graft substitutes. Description: bmp. Catalog number: no information provided. Lot number: no information provided. Component type: pedicle screws and rods. Description: expedium(tm) 5.5 spine system. Catalog number: no information provided. Lot number: no information provided. Component type: plate. Description: non-depuy synthes plate (unknown manufacturer). On levels treated: l4-l5. Catalog number: tui31132. Lot number: e21la0336. Component type: cage. Description: tlif-c ui 11mm 12deg 32/12. Catalog number: no information provided. Lot number: no information provided. Component type: graft/graft substitutes. Description: bmp. Catalog number: no information provided. Lot number: no information provided. Component type: pedicle screws and rods. Description: expedium(tm) 5.5 spine system.